Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex coronary artery . A 2.25 x 24mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the stent strut was damage. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex coronary artery . A 2.25 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was damage. The procedure was completed with another of the same device. There were no patient complications reported.